Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed nonsustained right ventricular oversensing episodes due to far p-wave oversensing. The patient will be scheduled for a chest x-ray to check for possible insulation issues. Lead replacement was recommended. No further information is available.